Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur, and the customer was able to continue using the pump. Customer was advised to call back if any malfunction code reappeared, and they acknowledged the guidance.